Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with diabetic ketoacidosis. No blood glucose reading was given. The nurse stated that the customer would be released but did not want the customer discharged without being advised on the insulin pump. Arrangements were made for a local representative to assist the customer with the insulin pump.